Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of unit making a popping noise, burn smell and now will not turn. There was no report of serious injury or harm. There is no medical intervention was specified. During the investigation, manufacturer observed an unknown dust contaminant on the ui panel, top enclosure, center enclosure and the inlet/outlet seal. Evidence of liquid ingress was observed to the iso port. An unknown dust contaminant was observed in the inlet of the blower box, on the blower, blower seal, blower box, bottom enclosure, and heater plate. The heater plate was observed to have delamination to it. The heater plate spring was observed to have a brown unknown sticky substance on it, likely due to the heater plate charring. Manufacturer can confirm a burning smell coming from the device. The manufacturer center concludes customer complaint was not able to be reproduced.